Event description:
It was reported that the insulation on the cord of the programmer radio frequency (rf) head was broken. The rf head was returned for repair and will be replaced. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.